Event description:
Accidentally mistaking clear care contact solution for regular multipurpose solution. Eye pain and burning. The box that contains the product should have the warning label as well. I actually did read the box before using the product and did not see any strong warnings against use. A red cap is not an automatic indicator of bad. Some very nice things are red, too. I've never seen this bottle before so how on earth would I know that red means "warning"? Not to mention that neither my husband or I can see when we don't have our contacts in. (B)(6).